Event description:
A malfunction code was reported, occurring without any notable preceding events. There was no reported adverse impact to the customer's blood glucose level. The customer received information from technical support to perform a pump reset at home and was advised to call back if the issue persisted.